Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during fill 1 of 4 his cycler alarmed for a heater bag issue. The patient could not clear the alarm and discontinued treatment. When he opened the cassette door he found fluid leaking and there was a hole in the cassette. He was advised to contact his pd nurse. The set was discarded. During follow up the patient's pd nurse reported the patient's effluent remained clear. He did not have any complications and was not prescribed any antibiotics.